Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm light outside the patient room did not light. The ventilator was in use on a patient and there was no patient harm reported. The manufacturer's service technician confirmed the customer reported problem. The remote alarm function was tested and did not pass. The service technician replaced the main pcb board to correct the reported problem. Applicable final testing was completed and all tests passed per operating specifications.